Event description:
It was reported that the customer was hospitalized due high blood glucose. The customer's blood glucose level was 460 mg/dl. The customer was treated in the hospital. The trouble shooting was performed. No further information was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.